Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had no image. It was unknown if the event occurred during procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. Please see updates to g2, h3, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found a cut on the cable, the video connector was cracked, and the serial number plate was unreadable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a cable failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.